Event description:
A blood leak occurred 2 hours and 35 minutes into treatment. The blood was not returned to the pt resulting in a 250 cc blood loss. Treatment was resumed on a new dialyzer. No other medical intervention was needed. The dialyzer was discarded.